Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
A ventilator was reported failing pressure transducer test in pre-use checks. A field service engineer investigated the ventilator on site and found issues in the pressure transducers. The pressure transducer printed circuit boards (pcbs) and a test tube was changed and the unit passed all functional tests. The failing pressure transducer pcbs and the test tube were returned for further investigation. No logs were provided. Imbalances were found in the resistor bridges on the pressure transducer pcbs. The returned goods were then mounted in a reference ventilator for simulated use testing and zero-pressure voltage was out of specification. Visual inspection showed that the pressure sensors were dirty and one of the pressure transducer also had other visual damage. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was caused by imbalance in the resistor bridge on a pressure transducer pc board. The cause of the imbalance has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #:(B)(4).